Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a bacteremia infection in the device pocket. The implantable pulse generator (ipg), right ventricular (rv) and right atrial (ra) leads were removed. Antibiotics were administered. The device and leads were replaced. No further patient complications have been reported as a result of this event.